Event description:
It was reported that during the implant procedure that once the lead was positioned it became displaced. The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary # product ID# 5076-45 the lead was returned, analyzed and the analysis revealed that there was foreign material on the distal conductor of the lead and it was obstructed, the distal lv (low voltage) electrode of the lead was covered in blood.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.